Event description:
Caller reported an alarm related to an occlusion event. There was no adverse impact to customer's blood glucose level, with readings remaining within the normal range. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery. Since no recurring issues were reported, additional assistance was not necessary, and the case was closed by technical support.